Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection problem between a homechoice cassette and solution bag. This event occurred during set-up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.